Manufacturer narrative:
The 510k # is k062195.lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On august 30, 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter prompted an "er5 and ,er4" message. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that both alleged error messages began to appear on (B)(6) 2010 at 6:00am. The patient informed the cca that she manages her diabetes with insulin (not adjusted). It is not known what action, if any, the patient took regarding her diabetes management regimen as a result of the alleged error messages she was obtaining with the subject meter. The patient reported feeling shaky 4 hours after the alleged error messages appeared. The patient denied receiving medical treatment. Per the onetouch ultra owner's owner's booklet, an "er5" message indicated that the meter has detected a problem with the test strip. An "er4" indicates one of the following conditions: the sample was improperly applied, there may be a problem with the test strip, the meter detected a high glucose when testing in an environment near the low end of the system's operating temperature range, or there may be a problem with the meter. At the time of troubleshooting, the cca noted that the subject test strips did not draw in the blood sample. The alleged error messages remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issues and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.